Event description:
It was reported that the patient was experiencing reoccurring incontinence. A cystoscopy was performed, and it was noticed that the artificial urinary sphincter (aus) did not have a complete coaptation. The aus system was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated b7 other with etiology.

Event description:
It was reported that the patient was experiencing reoccurring incontinence. A cystoscopy was performed, and it was noticed that the artificial urinary sphincter (aus) did not have a complete coaptation. The aus system was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.